Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure, when the doctor used the device, it would not fire. It is unknown how the procedure was completed. It is unknown if there were any adverse consequences for the patient reported.